Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been removed or revised. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#2 for a correction required. As reported in the initial: pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿repair of ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2020. The patient underwent an ¿exploratory surgery with lysis of adhesions¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿chronic pain, adhesions, bowel involvement, bowel obstruction, and a hernia recurrence which required additional surgical procedures during one of which plaintiff¿s strattice implant was removed.¿ ¿plaintiff continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of [their] strattice hernia mesh implant.¿ the form lists the conditions that were treated were ¿adhesions, bowel involvement, bowel obstruction, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference¿ with approximate date of treatment of 2020. The patient underwent treatment for ¿hernia recurrence, adhesions, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference.¿ in 2021. The ppf form also indicates the patient was implanted with another strattice device on (B)(6)2021. The form indicates that this device has not been removed or revised. Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been removed or revised. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Corrected data: h6.

Event description:
This is follow up#1 to report on 22/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿repair of ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2020. The patient underwent an ¿exploratory surgery with lysis of adhesions¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿chronic pain, adhesions, bowel involvement, bowel obstruction, and a hernia recurrence which required additional surgical procedures during one of which plaintiff¿s strattice implant was removed.¿ ¿plaintiff continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of [their] strattice hernia mesh implant.¿ the form lists the conditions that were treated were ¿adhesions, bowel involvement, bowel obstruction, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference¿ with approximate date of treatment of 2020. The patient underwent treatment for ¿hernia recurrence, adhesions, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference.¿ in 2021. The ppf form also indicates the patient was implanted with another strattice device on (B)(6) 2021. The form indicates that this device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been removed or revised. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot: sp200181 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.